Event description:
It was reported the pt underwent replacement surgery including the pump and catheter, due to normal device end of life. The concentration, dose, and drug in the pump were not reported. No symptoms were reported. The pt recovered without sequela. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results: final device analysis revealed no anomaly found - normal pump function. Final catheter analysis revealed a hole in the catheter.